Event description:
The audiologist reported that in 2006, the patient's threshold and/or most comfortable levels increased and two electrodes on the implant's electrode array were short circuited. On two months later, the audiologist reported that no electrodes showed as short-circuit, but the patient's psychophysical levels had increased again. The patient was performing well at that time. A tympanogram was flat and "bubbles" were observed in the middle ear. Two programs, one appropriate for the original levels and one for the increased levels, were loaded into the sound processor to accommodate changes in the patient's levels. The patient was put on a course of antibiotics (date range not reported). On the following month, the infection had reportedly cleared. The results of an integrity test done in 2008, showed short circuits on 4 electrodes and possible abnormal morphology on 4 other electrodes. Programming suggestions were made. Radiography was also recommended. In 2007, the patient reportedly had a flat tympanogram with fluid and bubbles visible via otoscopy. After reprogramming, the patient's performance with the cochlear implant system was good. The patient's device was explanted due to "infections" on four months later. The patient had been implanted with a new cochlear implant on the contralateral side on approx two months earlier.

Manufacturer narrative:
This type of event is addressed in the device labeling.